Event description:
Affiliate reported that the device was implanted 6 years ago and the device is no longer flowing. As a result the device was revised. It was said to be the patient's fourth revision.

Manufacturer narrative:
Codman has requested return of the valve for evaluation. Historically, for complaints of this nature, examinations of the valves and or catheters have revealed the accumulations of biological debris within the device, which have resulted in blockages. Review of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time.

Manufacturer narrative:
Upon completion of the investigation, it was noted that after a visual inspection a small tear in the silicone housing was found, as well as a crack and bump mark in the valve casing. It appears that the device may have sustained some form of impact causing the tear and cracked condition of the valve. Examination of the valve also revealed the presence of biological debris within the device. This biological debris caused an occlusion in the device and for the returned valve to fail the programming test, which appears to have caused the difficulty encountered by the customer. However, once the device was irrigated again, the flow was normal. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.